Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient was in the hospital and they wanted someone to come check the implantable neurostimulator (ins). They were not sure if it was related to the hospital visit or not. The patient was in the hospital due to gastroparesis. The ins was implanted for gastroparesis that had started 5 years prior to the report. They wanted the ins checked to see if it was working. They were afraid that the leads had come out. The patient had been having "bouts" of gastroparesis that had lasted the patient a month or two at the time of the report. They said the bouts came and went. The patient has had the device increased twice to improve symptoms. The consumer stated that the patient had been sick everyday because of a pylorectomy they had, which was prior to the device. They could not vomit and they spit up instead. The patient also had pain, but the pain was not as intense as it was and the patient may be released from the hospital, on the day of the report. The patient was taking various medications along with the ins. They said it is horrible if the patient starts to vomit and it is "wretching" and that is when they have pain in their stomach and the it cycles. When the patient was in the hospital they did a CT scan and found the patient was having a bout of gastroparesis and they were not eating or drinking. The patient's managing hcp is out of the country and could not check the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the soonest the patient could see the hcp was at the end of (B)(6) 2018. Additional hcp listings were provided to the consumer. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was currently in the hospital and had lots of problems with their implantable neurostimulator (ins) and that at one point, it was not working. It was noted that a healthcare professional (hcp) said that the stimulation was already turned up high, and if they turned it up more, the battery would deplete faster; the hcp adjusted it and since then, the patient had been sick and was now in the hospital. A manufacturer representative checked the ins and told the patient it was ¿barely on¿ but the battery was fine; it was noted that they were unsure what the manufacturer representative meant by ¿barely on¿. It was noted the patient would be having surgery today, had numerous CT scans and x-rays, and was on pain meds. The patient was redirected to follow up with their hcp to check the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they still did not know if it was working. The patient had a doctor¿s appointment to have it checked on friday, but they couldn¿t make it due to gastroparesis and wound up in the hospital. It was noted that they didn¿t know if the ins was working and that it was secondary to the surgery because the patient had a giant cyst that had formed in their intestines that was pushing on everything and might be the cause of all the issues they had been having; it was confirmed that the cyst and surgery were not device related, but they could not confirm if the hospital stay was unrelated as they don¿t know what was causing the gastroparesis at this point. It was noted they thought maybe it turned off from security/medical things or it wore out or it was working, but they really don¿t have any information as they had been unable to have the device checked. No further complications were reported/anticipated.